Event description:
It was reported that a pta balloon ruptured. No patient injury.

Manufacturer narrative:
The lot number for the device was not known. Therefore, a review of the device history records could not be performed. The complaint sample was returned for evaluation. The catheter was returned inside a 7f introducer sheath. The catheter shaft contained one kink. The balloon was returned lodged inside the introducer sheath with the balloon tip protruding from the distal tip of the sheath. An attempt was made to remove the balloon from the sheath proximally, however, this failed. With slight resistance, the balloon was removed from the sheath distally, exposing the entire length. At this point the balloon was inflated with air under water and bubbles were seen exiting the proximal cone of the balloon. The proximal cone was examined closer under the microscope, and it was observed that the balloon material was torn. This same area contained loose circumferential and longitudinal fibers in addition to broken. Using forceps, the fibers on the proximal cone were removed exposing a longitudinal rupture underneath. The evaluation results are confirmed for a longitudinal rupture in the balloon. Although it was not reported by the user, based on the returned sample condition, it appears that the balloon was removed along with the sheath simultaneously, as the balloon was returned lodged inside the sheath. It is possible the rupture on the balloon prevented it from being removed from the sheath. However, based on the information provided, the definitive root cause is unknown. The current IFU (instructions for use) states: warning: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Equipment required: - luer lock syringe/inflation device with a manometer (10ml or larger).